Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per paper by uyeama 2020 published in the journal the knee, patient was re-operated due to a peri-prosthetic fracture. Open reduction and internal fixation were performed and no components were removed.

Manufacturer narrative:
Updated incident description. No further information was received for this event.

Event description:
Allegedly, per paper by uyeama 2020 published in the journal the knee, patient was re-operated due to a peri-prosthetic fracture. Open reduction and internal fixation were performed and no components were removed. Components not revised: advance ii mp tibial insert product number: kimpxxxx, lot number: ni. Advance all-poly patella product number: ni, lot number: ni.